Event description:
It was reported that "a (B)(6) old woman sustained multiple dislocation after a primary tha. She was converted to a constrained liner and sustained no further dislocations for 5 years. She presented after dislocating her hip while getting out of a chair." This per reported from journal article: orthopedics. 2010 (B)(6) 10:201-203.

Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report.